Event description:
Medline hypodermic needle 18g x1" ref - syr100185 lot#201213 exp: 11-13-2025. During compounding in the IV pharmacy, 4 different pharmacy technicians discovered "coring" of different vials when switching to this new needle. Multiple coring events developed. We pulled the needles and changed to a different manufacture with no further concerns.